Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary displayed a failed hardware message. The device was powered off and back on, but the issue persisted. In the meantime, nurses used the ed 2 pyxis to pull medications. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer assisted the customer via phone and remote service by forcing the failure of the tower doors. The customer then successfully recovered all storage spaces. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.